Manufacturer narrative:
An outside of us (ous) customer contacted the siemens customer care center to report a bias on biorad controls on the immulite 2000 systems when using thyroglobulin kit lot 431. Siemens healthcare diagnostics further investigated the issue and has confirmed the potential for functional sensitivity to not meet instructions for use claims with thyroglobulin kit lots d431-d436 (us) and kit lots 431-436 (outside the us). Investigation has also demonstrated that immulite thyroglobulin control module control level one may result outside of published ranges. Per good laboratory practice, patient results are not reported when controls result out of range. When control results are in range, users may observe increased imprecision with low level patient samples. An urgent medical device correction (umdc, letter imc23-04.a.us) was sent to us customers 12/8/2022, and an urgent field safety notice (ufsn, letter imc23-04.a.ous) was sent to outside the us (ous) customers on 12/7/2022. The umdc and ufsn explain the potential for functional sensitivity not meeting IFU claims and increased imprecision with patient samples with low level patient samples.

Event description:
The customer observed a bias for biorad controls on the immulite 2000 systems when using thyroglobulin kit lot 431. Discordant patient results were not provided. There are no known reports of patient intervention or adverse health consequences due to the bias on control samples.